Event description:
On (B)(6) 2024 I was diagnosed with stage 3 rectal cancer. I used the philips device for 8 years prior to my diagnosis. There's no history of rectal cancer in my family. There are many drugs being used right now with chemotherapy. There are many tests and imagery that has been done. I'd be happy to send actual copies. Below was the first message letting me know about me diagnosis. "Dear (B)(6), your colonoscopy pathology results revealed the following: - final pathology report confirms what we discussed on the phone, that there is a rectal adenocarcinoma. - large polyp in the transverse colon was an adenomatous polyp which was removed in its entirety plan to follow up with colorectal surgery and oncology for next steps. Please let me know if you have any difficulty scheduling these consultations in an expedited manner. If you have any questions regarding your procedure please call me at (B)(6). Sincerely, (B)(6), md". Sleep apnea.